Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the pump would stop working when the syringe had to be change during the procedure, would have to turn it off and on and enter a specific code to make it work again, which is not really safe with general anesthesia. There was no patient injury reported.